Event description:
A bipap autosv device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm or injury. There was no report of medical intervention. During evaluation, the third-party service center found a burnt connector. Additionally, the device was forwarded to the manufacturer for further investigation.